Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the pacemaker exhibited no pacing, p-wave amplitude variation, r-wave amplitude variation, and low impedance. Both electrodes were verified under fluoroscopy, the doctor proceeds to disconnect both electrodes again, clean them, verify that there is no blood in the generated ports and connect again, but the impedance alerts persist and the non-capture of the electrodes, so parameters are performed again with the psa which again show normal values. The device was removed and replaced. There were no patient consequences.